Manufacturer narrative:
Continued: a.4., weight: 65.40 kg e.1. Zip code: (B)(6). State: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported exchange due to a right device deflation. Healthcare professional later reported capsular contracture, baker grade iii and implant malposition. This is for the left side device. The device has been explanted

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Malposition: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported exchange due to a right device deflation. Healthcare professional later reported capsular contracture, baker grade iii and implant malposition. This is for the left side device. The device has been explanted.